Manufacturer narrative:
Submit date : (B)(4) 2011. An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2011 that a customer had an issue with a hemodialysis catheter. The customer reports the catheter was placed on (B)(6) 2011. Dialysis nurses couldn't dialyze pt because blood was leaking through the adapter. Silicone extension was torn and not connected in small area that connects extension to the adapter on the arterial port. The catheter had to be removed and replaced.